Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Interference and noise reversion were noted during follow-up. The tested parameters were normal. The issue was thought to be from external interference. No additional intervention was undertaken. The patient was stable.